Event description:
A report was received that the patient showed irritation and pus coming from the ipg incision site. The patient was given levaquin an oral antibiotic and dermabond for the incision. The physician believes the infection is related to pre-existing medical conditions. The symptoms have improved as the incision site is no longer red or draining and the physician will continue to monitor the patient.